Manufacturer narrative:
Upon further review of this event, it was determined that there was not sufficient evidence that the suspect medical device was ever implanted in the patient. There was no adverse event to the patient. Type of reportable event is now malfunction, and patient code 3191 that was used for the medical device removal no longer applies to this event. In addition, "is adverse event?" And "is required intervention?" That were checked in the initial report no longer apply to this event. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient was undergoing a primary breast augmentation procedure with a mentor smooth round high profile 560cc saline breast prosthesis that deflated during implantation. Leaking was noticed in the right breast prosthesis. In addition, a nick was noticed on the breast prosthesis. As a result, the patient underwent explantation and replacement with a mentor smooth round high profile 630cc saline breast prosthesis.